Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing supplies and filling a cartridge with insulin; the device appeared to be delivering insulin and the infusion site inspection did not reveal kinks, occlusions, or leakage, and the cause of the hyperglycemia was not identified. Symptoms included elevated blood glucose. Outcomes included no reported need for professional medical intervention and no reported hospitalization. Investigation included attempts to obtain additional information and patient interview for troubleshooting and education. Investigation of this case revealed insufficient information to confirm a device malfunction or site failure. It was concluded that the event cause remained undetermined and no device problem was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.